Event description:
Additional information was received from a rep. It was reported that the patient had the battery revised over the thanksgiving weekend ¿ (B)(6) 2016. The rep didn¿t cover this case and had not spoken to the patient since the last time he saw her when the event was initially reported. The patient was scheduled for (B)(6) 2016 for a post-op appointment from the revision surgery. The rep was to have whoever covers the post-op appointment update on how the patient was doing.

Event description:
The patient reported that they have felt an itching sensation around their implant site where the wires meet the implant since date of implant, (B)(6) 2016. The patient described it as feeling as though "someone is poking me with a needle or something". The patient clarified that it is not a feeling from the stimulation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced pain, itching, and a burning sensation in the pocket area only when recharging. The patient described the feeling like being kicked in the pocket location. It would start off mild and build during the recharging session, and took about 30-60 minutes. It also took the patient a while to recharge, four to six hours. Charging information was gathered from the physician programmer: average coupling of six bars, a recharge session on (B)(6) 2016 with a duration on 0 hours that ended at 25% charged, a recharge session on (B)(6) 2016 with a duration on 2.3 hours that ended at 75% charged, a recharge session on (B)(6) 2016 with a duration on 1.2 hours that ended at 75% charged, a recharge session on (B)(6) 2016 with a duration on 2.9 hours that ended at 100% charged, a recharge session on (B)(6) 2016 with a duration on 1.2 hours that ended at 50% charged, and a recharge session on (B)(6) 2016 with a duration on 2.5 hours that ended at 75% charged. The patient¿s settings were amplitude of 6 volts, a pulse width of 660 microseconds, a rate of 60 hertz, and therapy impedance of 629 ohms. The rep ran electrode impedance tests and the values between 1100-1300 ohms. It was noted that the patient saw the thermometer once during recharging and that was right after implant. The rep stated that the edge of the battery jutted out a little bit, but that the battery was tight in the pocket. They had discussed a revision of the pocket site. The patient was to follow-up with a healthcare professional, and the rep was to review the discussed information with the doctor and they would continue to review the patient¿s symptoms. The burning at the pocket was considered a sudden change and the issue occurred during every recharging session since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.